Manufacturer narrative:
Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction. Device manufacturer date monitor: 08/09/2018. Electrode belt: 08/27/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. It was reported that the device was alarming and the patient was taken to the hospital. The patient's cause of death was a heart attack.   Review of the download data indicates that the patient experienced a treatment event of 4 treatments. The patient experienced treatment one and two at 18:34:10 and 18:34:38 when the patient's rhythms were ventricular fibrillation (vf) and the post-shock rhythms were sinus beat which degraded to vf. Treatment three occurred at 18:35:32 when the patient's rhythm was vf, and the post-shock rhythm was asystole with cardiac activity with motion artifact that transitioned to vf. At 18:36:04, the patient received a fourth treatment when the patient's rhythm was vf, and the post-shock rhythm was asystole with motion artifact which transitioned to sinus rhythm at 20 bpm degrading to vf. The patient was in vf with CPR/motion artifact from 18:36:11 to 18:41:30. CPR/motion artifact was seen from 18:41:31 until the electrode belt was disconnected at 19:22:39 on 6/2/2020. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. CPR/motion artifact prevented the lifevest from treating the patient. The patient passed away on (B)(6) 2020.